Event description:
The consumer reported two (2) false positive results with the binaxnow covid-19 antigen self-test kit using unknown lot number performed on (B)(6) 2023. This MFR. Report addresses test one (1) of two (2). The consumer reported a false positive result with the binaxnow covid-19 antigen self-test kit performed on (B)(6) 2023 using nasal kitted swab. (B)(6) which produced a negative result. Confirmation testing was not performed. No additional information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use, device discarded.

Event description:
The consumer reported two (2) false positive results with the binaxnow covid-19 antigen self-test kit using unknown lot number performed on (B)(6) 2023. This MFR. Report addresses test one (1) of two (2). The consumer reported a false positive result with the binaxnow covid-19 antigen self-test kit performed on (B)(6) 2023 using nasal kitted swab. Initial testing was performed using ihealth covid-19 antigen rapid test on (B)(6) 2023 which produced a negative result. Confirmation testing was not performed. No additional information, including treatment and outcome, was provided